Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. Technical services reviewed the submitted log files and observed on (B)(6) 2018, low battery advisory, low battery hazard occurred. The system controller back up battery was in use until it drained and the controller clock reset to the default time stamp. The driveline was disconnected and the pump stoppages occurred. The driveline was reconnected and the pump returned to operating at the set speed. On (B)(6) 2018, it was reported the pump stoppages was due to depleted power, and the battery power was totally depleted. The adverse impact to the patient was anoxic encephalopathy due to the event. Additional information was requested, but not provided.

Manufacturer narrative:
Adverse event or product problem: corrected data. Device analysis: the report of pump stoppage was confirmed based on the evaluation of the submitted log files. The low battery advisory became active on (B)(6) 2018 at 10:39 and the low battery hazard was activated on (B)(6) 2018 at 11:29 the external batteries then became depleted and the no external power alarm became active. The system continued to be supported by the internal battery. The internal battery then became depleted, indicated by the timestamp resetting to the manufacturing default. When the controller was reconnected to fully charged batteries, the driveline was not connected. The pump resumed operating at the set speed after the driveline was reconnected. The duration that the pump was off could not be determined. The complete loss of power to the controller resulted in the reported clock not set alarms. The patient remains ongoing on vad support and no further issues have been reported. Neurologic dysfunction is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the center provided ¿cool¿ treatment per protocol. As of (B)(6) 2018, the patient was awake and alert and intermittently verbalizes. The customer would continue to monitor for neuro status.

Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was jun 28, 2018.